Manufacturer narrative:
Device history lot. Manufacturing location: monument. Manufacturing date: 17-mar-2011. Expiration date: 28-feb-2020. Part number: 04.034.449s, - 10mm ti cann tibial nail - ex w/prox bend 345mm ¿ sterile. Lot number: 6618975 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of titanium cannulated tibial nail due to pain. Originally, the tibial nail was implanted on (B)(6) 2011 for a fractured left tibia. Unknown screws had been removed at an earlier date at an unknown facility out of state. There was no information on the reason for initial removal. The fracture had healed. The procedure was completed successfully. The patient status was stable. This report is for one (1) 10mm ti cann tibial nail-ex w/prox bend 345mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.